Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a lipid infusion of 1 ml/hr, there was leaking at the filter. There was no patient harm.

Event description:
The customer reported that during a lipid infusion of 1 ml/hr, there was leaking at the filter. There was no patient harm.

Manufacturer narrative:
The customer report of a leak was confirmed. However, not at the filter as reported. Visual inspection of the set noted no damage or any anomalies. However, it was observed there was dried lipid fluid at the area of the engagement of the entrance luer of the 20129e and the exit luer of the extension set 30914. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the area of the engagement of the sets entrance luer. The root cause was due to intended component connections to be mated not being securely attached to each other either prior to and/or during use.